Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: from the image provided the tear appears to be isolated to the clear portion of the accessory, but the accessory would need to be returned to fully confirm as it is difficult to say for sure if the lifted portion of the clear material is the full extent of the tear. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover broke at the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: no arcing was observed. The customer did not specify whether the damage was to the clear or the gray part of the tip cover. The tear did not result in a fragment falling into the patient. Damage was observed intraoperatively, during soft tissue dissection. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure 0.157" in length. There are no signs of thermal damage present at the end of any tears, as evidenced by charring/melting. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. This issue can be resolved by using an alternate tip cover accessory to complete the procedure.

Event description:
Refer to h11 for follow-up information.